Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field serve engineer (fse) was dispatched and was able to confirm and duplicate the reported malfunction. The iabp would power on but there was no information on the display. Troubleshooting revealed that the dc/ac inverter cable was the cause of the issue. The dc/ac inverter cable was removed and replaced. After the repair, the display was functioning properly. The iabp passed all functional and safety tests and has been returned to the customer, cleared for clinical use.

Event description:
The customer reported that the display on the cs300 intra-aortic balloon pump (iabp) was not working when the iabp was powered on. No patient was involved and no adverse event has been reported.